Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported issue of no image was due to fluid inside the scope connector, the cause of the fluid invasion could not be specified. After aeration, the reported issue could no longer be reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. It was determined, there was no image due to fluid invasion in the scope connector. In addition, on the distal end of the device there were deep dents in the open channel. The bending section cover adhesive was cracked. The insertion tube was dented. The bending angle was insufficient. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus, the evis exera ii ultrasonic bronochofibervideoscope image was not visible on the screen. There was a possible problem with the light guide or fiberoptic cables. The event occurred during preparation for use. There was no report of user or patient harm associated with this event.